Manufacturer narrative:
(B)(4). H3 investigation summary ==> it was reported that the device had pull off issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a detached needle inside of the winding former of product code y936 lot# lem036 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: please clarify, did the needle pull off during dispensing (before use on patient?) Or during suturing? (Use on patient)during dispensing.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lem036 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent radical prostatectomy on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. A like device was used to complete surgery. There is no report on patient's injury.